Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced six months after the implant procedure. The reason for the revision was unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was not able to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced six months after the implant procedure. The reason for the revision was unknown. No additional adverse patient effects were reported. Additional information was later provided. The rv lead had been oversensing atrial activity and exhibited high pacing threshold measurements. Therefore, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.